Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported failure (bipolar energy isn't working) could not be reproduced on erbe connected to system. The log showed 25913 pattern of c-33 errors occurred on 24-dec-2024. Visual inspection found no significant scratches or dents. The front bezel was in decent condition. The unit energized and cauterized and all ports recognized instruments on system. The complaint was partially confirmed based on failure analysis. A device history record (DHR) review for the erbe involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of this issue is attributed to checkmaster failure in the erbe iesu.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the customer reported issue of bipolar energy not working. However, the fse encountered a c-33 error immediately upon powering up the integrated electrosurgical unit (iesu). The fse reviewed the error log history and confirmed multiple c-00 errors. The fse replaced the iesu to resolve the issue. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the user informed the technical support engineer (tse) that the bipolar energy was not functioning as expected. The user confirmed that this was an ongoing issue and the system was not connected to the onsite network at the time of the call. Prior to calling, the user tried multiple energy cords and both bipolar ports on the erbe, but the issue persisted. The user confirmed that they did not track the uses of their energy cords and the erbe arm pod indicator was displaying a question mark. The user was in the process of switching to a third-party generator to continue with the procedure and no troubleshooting was performed. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the procedure was continued and completed without further use of the erbe generator. Patient information was not provided.